Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that three days following lasik procedure in the left eye, the patient presented with meibomian gland oil under the flap, with trace haze. The patient was treated with increased topical steroid dosage, and a flap lift and rinse was performed to treat the event. The haze resolved within 48 hours. The patient also reported blur vision, irritation, itching, and foreign body sensation in the left eye. At the last visit, six days following surgery, the patient reported 'mild blur.' Additional information has been requested regarding the status of the patient's symptoms.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment/event. (B)(4).